Manufacturer narrative:
Section a2 & h4: corrected information: manufactures investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported blockages could not be conclusively established through this evaluation. According to the account, the reported angina was due to blockages and resolved following the implantation of 2 stents, and a single vessel coronary artery bypass graft (CABG). The hm3 instructions for use (IFU) describes venous thromboembolism and arterial non-central nervous system thromboembolism as potential adverse events associated with the use of hm3 lvas therapy. This document also lists thromboembolism as a potential late post implant complication associated with the use of hm3 lvas therapy. The patient has been discharged, and no further issue issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2020 due to angina and presented with pain and uncomfortable feeling in chest/angiogram. The patient was found to need two stents and a single vessel cabbage to lad on (B)(6) 2020. Per testing, the angina was due to the blockages which required patient to receive stents. The patient has been discharged and reported to be doing well however will continued to be monitored. No additional information provided.